Manufacturer narrative:
The device has not yet been received for evaluation. If the device is ultimately received a supplemental form will be submitted.

Event description:
Received information regarding air bubbles in the luer lock. The customer reported that champagne sized bubbles were coming from the patient line and accumulating in the luer to form one large bubble. Customer's blood glucose level was not impacted. The customer ultimately was able to purge the bubble out of the infusion set.